Event description:
I was priming a normal saline line with the bd alaris pump infusion set (3 smartsite y-sites) and tubing was leaking at junction of the blue plastic to the softer IV portion that gets placed inside the alaris pump. Faulty tubing was placed in a bag with the saline bag attached and left in the pcu (patient care unit)dirty utility closet for our educator to pick up. Bd alaris pump infusion set with 3 smartsite y-sites. Ref # (B)(4). Unsure of lot number as bag was thrown away.